Manufacturer narrative:
It was reported that a new rv lead was implanted. The pacemaker and the lead under complaint were not available for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these devices as well as the data available for evaluation. The manufacturing processes for the pacemaker and the lead were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The available data were thoroughly inspected. The reported loss of capture with high rv pacing parameters (4.0 v / 0.4 ms) in bipolar configuration was confirmed. The data from the timeframe in which the pacemaker was programmed to unipolar rv pacing configuration, with 2.4 v / 0.4 ms, show no anomalies. In particular, the impedance trend in unipolar configuration documents normal values. Based on the information available for analysis, the root cause of the clinical observation is not determinable. However, the integrity of the lead may be compromised. There is no indication of a pacemaker malfunction. Should the lead or pacemaker become available for analysis, this investigation will be updated.

Event description:
An intermittent loss of capture on the ventricular channel was observed. The pacemaker was replaced but the rv lead will not be extracted from the patient. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker and the lead under complaint were not available for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these devices as well as the data available for evaluation. The manufacturing processes for the pacemaker and the lead were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The available data were thoroughly inspected. The reported loss of capture with high rv pacing parameters (4.0 v / 0.4 ms) in bipolar configuration was confirmed. The data from the timeframe in which the pacemaker was programmed to unipolar rv pacing configuration, with 2.4 v / 0.4 ms, show no anomalies. In particular, the impedance trend in unipolar configuration documents normal values. Based on the information available for analysis, the root cause of the clinical observation is not determinable. However, the integrity of the lead may be compromised. There is no indication of a pacemaker malfunction. Should the lead or pacemaker become available for analysis, this investigation will be updated.

Manufacturer narrative:
It was reported that a new rv lead was implanted. The lead under complaint was not returned for analysis. The analysis is therefore based on the returned pacemaker as well as on the inspection of the manufacturing records. The manufacturing processes for the pacemaker and the lead were reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analyzed. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the is-1 standard specifications. Also the spring element of the pacemaker did not show any deviations. At a next step the pacemaker was interrogated and the pacemakers memory content was analyzed. The reported loss of capture with high rv pacing parameters (4.0 v / 0.4 ms) in bipolar configuration was confirmed. The data from the timeframe in which the pacemaker was programmed to unipolar rv pacing configuration, with 2.4 v at 0.4 ms, show no anomalies. In particular, the impedance trend in unipolar configuration documents normal values. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the pacemaker was proven to be fully functional. Based on the information available for evaluation, the clinical observation may be attributed to compromised integrity or placement of the lead. Review of the manufacturing records revealed no indication of a material or manufacturing problem of the pacemaker or the lead.